Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft. The surgeon believes that during placement of the directflow arterial cannula into the aorta, the incising introducer was inadvertently not fully engaged within the cannula. When the blade of the introducer was actuated, it did not fully penetrate the aortic wall, but cause the incising introducer to back up further. The surgeon grasped the plunger of the blade to push in the introducer, and created a very small perforation in the posterior wall of the aorta. He controlled the bleeding with his finger, established cardiopulmonary bypass, and repaired the aortic perforation. The case was then completed without further incident and the pt recovered fully.